Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart mrx displays a red x when turned off and connected to mains ac power. There was no pt involvement.